Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported rupture of the catheter. During the administration of chemotherapy the patient reports a burning sensation in the arm. There is oedema of the arm above the insertion point. The device is non-functional. Additional information (B)(6) 2023: the specific intervention the company procedure in the event of chemotherapy drug overflow was adopted, adopting targeted interventions indicated therein. In particular, ice was applied to the patient immediately after the event and for 48 hours afterwards, three times a day.